Event description:
On 12/08/2024, infutronix received a report that a pump had 'an unknown issue from customer" no patient was harmed. Device was returned on 01/29/2024 for evaluation. Detail of the evaluation can be found in section h of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/1/2024: the pump's event log was pulled as part of the investigation and upon review it was noted that two abrupt power offs were found in the log. An abrupt power off can be seen below on event lines 20 and 24 by the "log_event_on" code without an "log_event_off" code before it. See complaint in question for detail of the event log. The MDR reportability of the complaint has been upgraded to "yes" after the discovery of the abrupt power off in the pump's event log history, which is MDR reportable. The review of the event log did highlight several upstream occlusion alarms in the infusion history, 32 in total, as seen by the alarm code "e04". See complaint in question for detail of the event log. Reported issue found, device not performing to specification. Several capas had been opened in order to fully investigate and address the root causes of the reported events after the evaluation.

Manufacturer narrative:
This date received by manufacturer in section g3 of this MDR should had been 01-april-2024, instead of 08-december-2024. It had been filed in error. Therefore, this followup1 is to rectify this date in section g3. [Reference: (B)(4).